Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No product information has been provided to date.

Event description:
It was reported that the device was alarming no message during use. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all labels were intact upon receipt. No physical damage was found on the device. Functional test was performed. Error codes for repeated power on and off were found in the device event history log. Results: the customer reported problem was not duplicated during the investigation. Root case for the reported event would be attributed to possible defective downstream sensor or cassette product. Who caused the reported event is unknown and could not be determined. Actions include preventive replacement of the downstream sensor and recalibration of the upstream sensor. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections in: d4: catalog number, d4: model number, d10: device available for evaluation, d10: date device returned to manufacturer, g5 and h4.